Manufacturer narrative:
Conclusion: it is inconclusive exactly how the patient experienced a shocking sensation. On-skin evaluation of the unit in strength duration mode revealed some unpleasantness on the left forearm. Whether the patient experienced that sort of sensation or something worse is inconclusive.

Event description:
Patient reported he got a shock when using the unit.